Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient checked the patient programmer and saw power on reset (por) when she noticed she was going to the bathroom more. It was also stated that the patient was recently had an electromagnetic interference (emi) or environmental exposure. The patient recently had knee replacement surgery and was also traveling. There were no further symptoms or complications reported or anticipated.